Manufacturer narrative:
Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No motor errors or unexpected insulin flow blocked alarms noted during testing. The motor was tested outside of device and passed. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm, buttons had to be pressed more than once and had no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.